Event description:
"Ivent" ventilator on elderly patient with history of lung cancer and respiratory failure started to alarm "high o2." Ventilator was switched to 760 ventilator. There was no harm to the patient.